Event description:
It was reported to boston scientific corporation that orca valve was used during a procedure performed on (B)(6) 2026. During the procedure, the red suction button became stuck. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b: subsequent pro-codes: ocx, odc. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0509 captures the reportable event of suction button sticking.